Manufacturer narrative:
No on-site investigation was requested. The support arm was repaired by third-party service provider. The ventilator passed all functional and safety tests and was cleared for clinical use. Model of support arm has not been communicated. The support arm serves to relieve the patient from the weight of the tubing system. Broken/damaged support arm may lead to stop of ventilation (extubation) or injury. It is worth mentioning that customer is obliged to follow the installation instructions delivered together with the device. For example, according to installation instructions for the support arm 177 in the specification of the maximum capacity, it is stated how many kilograms can be loaded depending on the angle of use of the accessories (max. Approx. 3 kg). When moving the support arm or changing position, the patient connection should be observed to see that no pulling or other movement occurs. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective support arm.

Event description:
It was reported that the support arm holding the patient circuit broke. There was no patient harm. Manufacturer's ref #: (B)(4).